Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation, the event was considered as osseointegration failure.

Event description:
The clinician reports 14 months after the dental implant and abutment were placed in ada site 28 in the mouth, the implant lost integration. Clinician reports pain, mobility and bleeding. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports 14 months after the dental implant and abutment were placed in ada site 28 in the mouth, the implant lost integration. Clinician reports pain, mobility and bleeding. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.